Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash on the mobile app occurred. No data or product was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.